Manufacturer narrative:
Citation: sticchi et al. Gender-specific outcomes in tavi with self-expandable valves: insights from a large real-world registry. J clin med. 2025 may 1;14(9):3144. Doi: 10.3390/jcm14093144. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding gender-specific outcomes in transcatheter aortic valve implantation (tavi) with self-expandable va lves.  The study population included 3353 patients who were predominantly female with a mean age of 82.3 years old.  Multiple manufacturers¿ devices were implanted in the study population; 1702 patients were implanted with a medtronic evolut r or evolut pro biopro sthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: dissection, annular rupture, valve migration, myocardial infarction, coronary occlusion, cardiac tamponade, bleeding or vascular complication, aortic regurgitation, stroke, arrhythmia requiring permanent pacemaker implant, valve thrombosis, endocarditis, and congestive heart failure requiring hospitalization.  No further information was provided pertaining to medtronic products.